Manufacturer narrative:
One medfusion pump was received with a damaged left plunger case. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in the history. Start-up, flow and occlusion tests were performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The speaker will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm. There was no patient incident.